Event description:
It was reported by a non-medical professional that a pt underwent a surgical procedure with posterior instrumentation at l4-l5. Approx 21 days post-op, pt was re-admitted to the hosp with complaints of intractable right leg pain and inability to ambulate. X-rays reportedly revealed that the interbody device had shifted in its position causing spinal stenosis at the l4-l5 level. The pt underwent revision surgery. During the procedure, it was noted that the locking cap to the right l4 screw had dislodged and there was a loss of fixation on the right side of l4. This led to the shifting in the interbody spacer.

Manufacturer narrative:
The device has not been returned to the MFR; therefore, product eval is not possible. We are unable to determine the cause of the reported event.